Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was an active implant during the onset of an infection. A system revision is planned for a future date, however this lead currently remains in service. No additional adverse patient effects were reported.